Event description:
Procedure: colectomy functional end to end anastomosis. According to the reporter: the instrument handle could not be fully squeezed and staples did not form properly. Additional resection was performed to remove the device.

Manufacturer narrative:
(B) (4). (B) (4).